Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing. The root cause for the system error was due to the failed processor board, as a result of the device's aging. The autopulse platform is a reusable device that was manufactured in may 2007 and is more than 15 years old, well beyond the expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. Unable to communicate with the device and download device data from the archive due to defective processor board, thus confirming the reported complaint. During the initial functional test, the platform displayed a "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the processor board was replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4). B3 date of event is unknown

Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.